Event description:
It was reported that cartridge did not fully snap into pump when caller attempted to load it. There was no reported impact to the customer¿s blood glucose level. Caller inspected pump and pneumatic tap area as instructed, confirmed there was no housing damage or debris, cleaned pneumatic tap area with alcohol wipe or lint-free cloth, planned to try loading new cartridge at home and to call back if issue continued, and technical support later completed follow-up by email and closed case.